Event description:
The customer reported that the system would not start up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The processor on control pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.